Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead due to t-wave oversensing (twos), short interval counts (sic) and high rv pace/sense impedance. It was also reported that the physician was upset because this was the second lead failure for the patient. The patient will be fitted with a life vest and extraction of the rv lead will be scheduled. Detections were turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2007 (B)(6). (B)(4).